Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the right ventricular (rv) lead could not be fixed and it did not open. The rv lead was not used and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis shows that the helix exceeded the specification for the number of turns to extend and retract. The analyst noted that the helix would not extend due to the drive shaft lug being stuck behind the retraction stop.